Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not replicate the reported issue; however, the fse replaced the system's universal surgical manipulator (usm) as a precaution. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to confirm and replicate the reported complaint. The unit was tested on an in-house system and it failed normal mode. During the normal tests, the usm triggered errors 23068 and 23069, pointing to degrees of freedom (dof) 7; which is the same dof that triggered error 23087 in the logs. The error was recovered and the normal mode tests were finished. The carriage cover was removed and visual inspection found heavy debris in the dof 7 sensor and minor debris in the dof 5 sensor of the instrument sterile adapter (isa). Visual inspection of the rotors revealed that all of the rotor mirrors were heavily contaminated, and the dof 7 rotor mirror had significant debris. The unit passed direction test, sensor check, carriage, lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/axes controller, motor (acm) fan and fiber test.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer encountered repeated recoverable errors on the system's universal surgical manipulator (usm) 4. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted error 23087: hall sensor/encoder error reported by usm 4, axis 6. The tse helped the customer disable the usm 4 and power-cycle the system, to resolve the reported issue. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.